Manufacturer narrative:
The insulin pump had unresponsive buttons then button error alarmed due to corroded on the keypad trace. No moisture damage found on the electronic assembly and motor. The device received without a belt clip and unable to verify the belt clip damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.